Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a tracheal stenosis as a result of lung cancer. It was reported that the patient's anatomy was tortuous and was predilated prior to stent placement. During the procedure, the delivery system was placed at the stricture and deployment was started. However; halfway through deployment, the physician met resistance, as it was "hard to pull the thread." The partially deployed stent was removed from the patient, where it was discovered that the deployment suture had a knot. It was later reported that the deployment suture broke. The procedure was successfully completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Reported issue of stent partially deployed reported issue of stent deployment suture broke. A visual examination of the returned device found that the stent was partially deployed by approximately 25 mm (as far as the proximal tight stitches). During functional analysis, an attempt to further deploy the stent failed, as the deployment suture thread appeared to be wrapped around the black retention suture causing a restriction. When the deployment suture thread was unwrapped from around the retention suture it was possible to fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was returned partially deployed. However, the deployment suture thread was not broken; instead the thread was wrapped around the black retention suture. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.